Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump~s upper display was cracked. There was no patient involvement and no injury was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the upper display (d160-00-0127). The unit passed all functional and safety tests and was returned to customer.